Event description:
A pt reported to us that after wearing the lenses for a couple weeks, his/her eyes were red and itchy. The pt stated that he/she got an infection in the left eye (os) and was treated by his/her eye care professional (ecp). Right eye symptoms subsided after he/she stopped wearing the lenses. Medical record received from the ecp stated that the pt presented to their office on (B)(6) 2012. The pt stated that the previous night, he/she removed the cl and felt like they had to be peeled off. The os hurt that night and he/she was awoken from sleep because of the pain. The pt went to see his/her primary care physician and was told to see an ophthalmologist because he saw a spot on the os. Uncorrected vision in the os was 20/20 -2. Examination showed pain around the os and a 0.5mm central corneal ulcer. Pt was prescribed vigamox gtt q1h and tobramycin ointment qh4 in the os. The following day, the pt reported that he/she was extremely light sensitive and the pain was improving. Corrected vision os was 20/25. Examination showed continued pain around eye, ulcer size unchanged, and infiltrate was slightly less dense. Pt was instructed to continue the vigamox q1h and tobramycin qid. Pt was seen again the next day with less pain and photophobia. Corrected vision was the same. Examination showed that ulcer had reduced in size to 0.25mm (50% of infiltrate size) and infiltrate reduced. Pt was continued on vigamox q2h and tobramycin qid. The pt was followed up again on (B)(6) 2012. Pt stated that the pain has decreased and that he/she experienced a migraine on (B)(6) 2012. Corrected vision was 20/20 -2. Examination showed epithelial defect completely closed, decreasing infiltrate, and some stromal scarring. Pt was instructed to continue use of vigamox q4h and tobramycin qid. Pt was also prescribed pred forte qid. Follow-up two days later, the pt's corrected vision was 20/25 +2. Exam showed that the ulcer has resolved with some stromal scarring. Pt advised to continue on pred forte bid, vigamox tid, and tobramycin qid for 4 more days. The pt was followed up on (B)(6) 2012. He/she is taking pred forte bid, vigamox bid, and tobramycin bid and has noticed much improvement. Corrected vision was 20/25 with contact lenses. Clinical impression states ulcer has completely healed with stromal scar. Pt was cleared to return to cl use. Further follow-up with the ecp office revealed that the os central corneal ulcer was not infectious.

Manufacturer narrative:
Two sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. The solution was also tested. The ph was in specification. There was not enough solution to measure conductivity. Lot 1251930719 was produced under normal conditions. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Additional info will be reported within 30 days of receipt. (B)(4).